Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing burn on his back that was made worse by wearing the lifevest. The patient was reportedly cardioverted by medical professionals prior to wearing the lifevest. The cardioversion had left a burn on his back. Wearing the lifevest was irritating the burn. The patient's physician recommended that the patient remove the device while the burn healed. Follow-up indicated that the burn was healing, and the patient was able to wear the lifevest again.